Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a stuck guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event - although the device was not returned for analysis it was reported that the catheter was advanced into the vein prior to deployment which can lead to issues with deployment and guidewire movement.

Event description:
It was reported that during the procedure, the physician attempted deployment while the device was advanced too far into the vein, causing the splines to bunch, and the guidewire became caught on tissue, requiring removal of the entire system and replacement with a new wire and catheter. Tissue was observed at the tip of the catheter or guidewire. No patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the procedure, the physician attempted deployment while the device was advanced too far into the vein, causing the splines to bunch, and the guidewire became caught on tissue, requiring removal of the entire system and replacement with a new wire and catheter. Tissue was observed at the tip of the catheter or guidewire. No patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed.